Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Details of the vessel and lesion are unknown. The 8mm x 3.50mm nc quantum apex balloon was used for post-dilatation following the placement of a stent. The balloon ruptured at 12 atms. It is unknown upon which inflation the rupture occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.